Event description:
It was reported the pt was unable to turn her scs system off because she received an error code when pressing the (-) key. The error code '1201' indicated the (-) key was struck. A replacement programmer was sent to the pt. Follow-up indicated the new programmer resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.